Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of bevacizumab. The clinician observed medication dripping in the drip chamber during set up. After one (1) hour the pump indicated the infusion was complete. However, the patient port was found to be clamped and the medication had not infused to the patient. The medication was then infused after the one (1) hour delay. There was patient involvement but no harm.

Event description:
It was reported there was an under infusion of bevacizumab. The clinician observed medication dripping in the drip chamber during set up. After one (1) hour the pump indicated the infusion was complete. However, the patient port was found to be clamped and the medication had not infused to the patient. The medication was then infused after the one (1) hour delay. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c,d,g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of bevacizumab was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed that the pump module was operating as intended. ¿ the customer did not provide an event date. A log review was performed with the limited information contained in the pump module s/n (B)(6) event log. Based on the review of the pump module event log retrieved, on november 13, 2024, at 10:09 am, the pcu was powered on and the pump module at 10:13 am started an infusion with a programmed rate of 200 ml/hr and the volume to be infused (vtbi) was set at 100 ml. ¿ at 10:13 am, the vtbi was changed to 110 ml. ¿ at 10:46 am, the infusion completed and the kvo started. ¿ at 10:47 am, an infusion was programmed with a rate of 200 ml and a vtbi of 8 ml. ¿ at 10:48 am, the vtbi was changed to 25 ml. ¿ at 10:55 am, the infusion completed and the kvo started. ¿ at 10:56 am, an infusion was programmed with a rate of 50 ml and a vtbi of 10 ml. ¿ at 11:08 am, the infusion completed and the kvo started. ¿ at 11:09 am, the pump module was channeled off. ¿ at 1:29 pm, the pump module was powered on and channeled off. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ per the alaris system user manual (v12.1): follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of an under infusion of bevacizumab was not able to be identified during the investigation.